Event description:
The patient was having a remicade infusion in the IV therapy clinic. During the infusion it was noticed that the bandage around IV was wet. The catheter was inspected and both claves appeared to be screwed on appropriately. One clave was then flushed and found it was leaking near the middle of the catheter.what was the original intended procedure?infusion of IV remicade.device #1is this a laboratory device or laboratory test?no.